Event description:
Kimberly-clark has received a complaint indicating that "the first dilator came off the end of the introducer into the pt's stomach during placement of a 16 fr mic gastrostomy feeding tube. Immediately after the procedure, the provider cut the sutures to prevent the bar of the t-fastener from migrating into the mucosa of the stomach. After the procedure, the pt began to become sick. CT scan determined that the tube was not feeding the stomach, but was feeding the peritoneum. The pt was taken to the operating room for abdominal washing where the retained object was discovered and successfully removed." There were not reports of any serious injuries. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The production history for this product code was reviewed finding no similar observations by the quality systems auditor. Based upon the incident comments, this appears to be a non-production related issue. It should be noted that the post procedure directions for use contains a warning label that states: "the suture is comprised of synthetic, absorbable material. The sutures will be absorbed by the body while providing strength for 2-3 weeks, after which the suture locks may detach freely from the abdomen or they may be cut if indicated by the placing physician. Typically, the suture will completely absorb within 90-110 days." A supplemental report will be sent if additional info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.